Event description:
A reliant balloon catheter was used in a patient as an accessory product during an endovascular treatment of an aortic aneurysm. The proximal neck was 25 24, 20, 24 mm in diameter. The right iliac artery was 13, 12, 11 mm in diameter and the left iliac was 8,16,15,13 mm in diameter. It was reported that during the procedure, the reliant balloon was placed into the endurant stent graft to post-balloon and would not inflate. The reliant balloon was removed from the patient and a hole or tear in the balloon was observed. It was removed easily without incident and another reliant balloon was used. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation , results: (unknown cause of event). Conclusion: (unknown cause of event). (B)(4).